Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No further information has been provided.

Event description:
New information notes that the patient's implantable cardioverter defibrillator was reprogrammed to deal with the oversensing. The patient was stable throughout the procedure.